Manufacturer narrative:
The reported setscrew anomaly was confirmed in the laboratory. Silicone, septum material was noted inside the aring and atip set screw hex cavities, which prevented full insertion of the torque driver.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during device replacement for normal eri, the physician had difficulty removing the device due to a stripped set screw. Eventually, the set screw was loosened using more force. The device was removed and replaced. No adverse consequences were detected.